Manufacturer narrative:
The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2011 and obtained the following information. The patient obtained a blood glucose result of '69 mg/dl' with the subject meter. The patient ate peanut butter as treatment and felt better after. This complaint is being ruled out as a reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the reported lfs meter results. In addition, there was no evidence that the product malfunctioned.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with the date/time on her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011. The customer care advocate (cca) was advised the patient manages her diabetes with glipizide pills (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the start of the alleged issue, the patient claimed she felt symptoms of sweaty, nervous and dizzy. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient confirmed the issue was not re-occurring. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia (sweaty) after the date/time issue occurred.